Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The remstar w/sd card, humid was returned to the third party service center for evaluation. The blower was found to have complete foam. No visible foam particles were found, and no evidence of foam particles were found in the device assembly. The device was observed to be contaminated with dust. Error code 62 (indicating an issue with the pca) and error code 65 (indicating an issue with the pca) were found. No components were replaced. The device was scrapped.